Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were unknown. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was not recovered and pd therapy was withdrawn. No additional information is available.